Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The difficulty removing the protective sheath was confirmed. Analysis also revealed the outer member was stretched and the shaft was separated. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed and corrective and preventive actions will addressed per quality system procedures.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the attempt to remove the protective sheath it appeared to be stuck. Strong force was used to remove the sheath which resulted in stretching of the tip of the catheter. The device was not used on the patient. Another trek balloon was used to complete the procedure successfully. There was no clinically significant delay in the procedure reported. No additional information was provided.